Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune ps space 4 right and left plastic femur trials are damaged and need to be replaced. The deep grooves cut into the trials make it difficult for central sterile to wash the instruments.

Manufacturer narrative:
Product complaint:(B)(4). Investigation summary : examination of the returned device confirms the reported event of trial damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.